Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully tighten on to the pump. Reboots occurred with the returned battery cap. A test cap was used to complete investigation. The pump was exercised for 24 hours with no power loss. The pump case was removed and no evidence of moisture or loose components was found inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked and the battery cap was unable to tighten on to the pump. There was allegedly no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.